Event description:
During a catheter exchange procedure, the new catheter would not advance over the guide wire. A second catheter was placed on the wire and could not advance in or out of the pt. The entire system, guide wire catheter, had to be removed. After removal, it was noted that the amplatz guide wire had seperated into its components and the core od wire was punctured through the wall of the catheter. The procedure was completed with another set of the same device without complication.